Manufacturer narrative:
The lens remains implanted. (B)(6). Device evaluation: the product testing could not be performed as the product remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no additional complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lenses (iol) had trailing end haptic. Consequently, the iol did not unfold and twisted correctly. There were no handling errors, patient complication or injury. Based on follow up information, only the end of the rear haptic (about 1/8 of the total haptic) is bent backwards around the optic edge and sticks to the back of the optic. Manipulation was required to resolve the issue. There was a minimal delay (1 minute) and no further intervention is planned. The patient did not notice anything. The product will not be returned, as it remains implanted. No additional information provided.